Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. Inspection revealed that the shaft was flattened from 12,2cm to 13,2cm from collar. It was found the collar weld kinked and a partial collar and shaft separation. Additionally, it was noticed the tip in good condition. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29sep2025. It was reported that the device could nor cross the lesion and tip damaged occurred. The 20mm x 3.5mm in diameter, 90% stenosed target was located in the mildly tortuous and mildly calcified right coronary artery (rca). A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device could not cross the lesion when it entered. After withdrawal, it was found that it had kink mark at the tip of the guidezilla. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. However, device analysis revealed a partial collar and shaft separation.